Manufacturer narrative:
No parts were replaced therefore the investigation consists of an evaluation of the logs from the ventilator. The ventilator¿s logs start with ongoing ventilation and they show that it continued for 6½ days. Although there several standbys and ventilation starts in the bi-vent/aprv, high flow and ps/CPAP mode of ventilation it is a continuation of the same patient because the time intervals between the standbys and the starts of ventilation are very short generally not exceeding 2 minutes. The reported issue is ventilation in the bi-vent/aprv mode of ventilation. There are two relevant ventilation periods in the bi-vent/aprv ventilation mode. There are no technical error codes in the logs to indicate a ventilator malfunction. There are other clinical alarms but these do not reflect the reported behavior. The behavior is related to the settings and limited to the bi-vent/aprv mode of ventilation. The settings show that the inverse I:e ratio is at one time set below 20:1 at start and later changed to greater than 20:1. In another setting it is started with a ratio of greater than 20:1. Synchronization is active with a ratio of 20:1 or less. Above this ratio, synchronization is disabled. Prolonging of tpeep or reduction of thigh results in the described behavior and it is visible on the screen waveforms when the operator tries to adapt the settings to the specific patient. Bi-vent/aprv mode of ventilation allows for spontaneous breathing/ps at two different pressure levels. These basic levels are individually set, as well the time in seconds at each level. The ventilator system always tries to synchronize with the patient¿s breathing. The main difference between bi-vent and aprv is in the inverse I:e ratio. Aprv is a ventilation mode that demands the user to actively adapt the setting of tpeep to the patient¿s conditions, and it is not desirable to prolong the time that the ventilator drops the pressure level to peep in order to not de-recruit the patient¿s lung. When using aprv on for example covid-19 patients, the goal is to have spontaneous breathing on phigh, and to release the pressure during very short time regularly to increase the gas exchange without letting the pressure in the lung to fall below the closing pressure. The attempt to personalize the tpeep setting has led in some cases to settings of prolonging the inverse ratio. There was no ventilator malfunction at the time. The cause was that the combination of set tpeep and set thigh reduced the inverse ratio to <20 which enabled the synchronization and thus prolonging tpeep. The user misunderstood the relationship between the setting of tpeep, thigh and synchronization. H3 other text: evaluation of logs.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that while the ventilator was ventilating a patient in the bi-vent/aprv (airway pressure release ventilation) mode of ventilation. The patient was breathing spontaneously the tpeep was set to maintain some air trapping when peep was set at 1. At several times the patient was de-recruiting as the tpeep was longer due to synchronization even though the tpeep was set to maintain at expiratory flow at approximately 75%. The patient had a desaturation to an unknown level and was put in a prone position. The ventilator was switched to the volume control mode of ventilation. Manufacturer's ref-#: (B)(4).